Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced pain, urinary problems, dyspareunia, right hip and leg pain. Patient was medicated and given a prescription when discharged home due to right leg and hip problem that were caused by the stirrups used during the implant procedure. No explant procedure, subsequent treatments and/or therapies were attributable to the mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.